Event description:
The customer reported that on (B)(6) 2010 they obtained erroneous glucose (glu) results generated from a unicel dxc 800 synchron system for two patient samples. The erroneous glu results were not released from the laboratory, and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. Instrument quality control (qc) results failed to meet customer established specifications during the timeframe of the event. Instrument quality control results were acceptable after instrument cup maintenance was repeated by different laboratory staff utilizing a new reagent control. Repeat glu results were different from initial results. It is unknown which results were regarded as correct and valid. The customer did not report any other chemistry issues. Patient information as well as sample preparation and handling information associated with this event were not supplied by the customer.

Manufacturer narrative:
Service was dispatched to the site. The field service engineer (fse) replaced the modular chemistry crane. Although repairs were made to the instrument prior to returning it into service, however a definitive root cause for this event has not been determined to date.